Event description:
Customer reported system is displaying an iris pot error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced and calibrated the iris potentiometer. System operates as intended.